Event description:
It was reported that this right atrial (ra) lead was surgically abandoned, the lead presented high impedance out of range. No additional adverse patient effects were reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: h6. Device codes b5. Describe event or problem.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned, the lead presented high impedance out of range with high pacing thresholds. No additional adverse patient effects were reported. No additional adverse patient effects were reported.